Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and visual inspection:(scratches on top cover.) (Repeated m-02-3 error on start-up. ) erbe unit that was placed on golden system and was run in normal mode. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered repeated m-02 and m-11 errors on the integrated electrosurgical unit erbe. The customer stated that they power cycled the erbe multiple times but the issue remained. The technical service engineer (tse) advised the customer that a coviden generator could be used for the procedure as a replacement, the customer stated that they had a coviden generator and would locate an activation cable. The procedure was completed with no reported injury.